Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the cable/cord/wiring was damaged on the motor device. It was determined that the motor and control unit were defective. It was further determined that the coupling was worn out, the device was too loud and it became hot and the hose was damaged. It was further determined that the device failed pretest for loctite and cable assessments, cutter lock assessment, motor thermistor assessment, safety assessment, noise assessment, air pump assessment, handpiece temperature assessments and hand control assessments. It was noted in the service order that the device was not working properly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.